Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and moderately calcified right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation, and was inflated twice at 12 and 16 atmospheres respectively for 30 seconds. However, during the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. And the procedure was completed with another of the same device. There were no patient complications reported. And patient condition was good.